Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Microscopic inspection revealed the guidewire exit port and the distal tip were in good condition. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. After pullback, the non-boston scientific (non-bsc) guidewire became kinked at the guidewire exit port, and the catheter could not be removed on its own. Both the catheter and the non-bsc guidewire were pulled out together. The procedure was completed with another of different device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. After pullback, the non-boston scientific (non-bsc) guidewire became kinked at the guidewire exit port, and the catheter could not be removed on its own. Both the catheter and the non-bsc guidewire were pulled out together. The procedure was completed with another of different device. No patient complications were reported.

Manufacturer narrative:
Correction: this product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the target lesion. After pullback, the non-boston scientific (non-bsc) guidewire became kinked at the guidewire exit port, and the catheter could not be removed on its own. Both the catheter and the non-bsc guidewire were pulled out together. The procedure was completed with another of different device. No patient complications were reported.